Event description:
Event description guidant received information that r-wave measurements could not be obtained by this coronary sinus transvenous implantable lead one day post implant. The day of implant, r-wave measurements were good. This lead also lost capture at an output of 7 volts.